Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: added: g3.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune to treat pain and disability secondary to severe end-stage osteoarthritis. Intraoperatively, the surgeon notes there was bone on bone joint space narrowing, subchondral sclerosis, subchondral cysts, osteophyte formation, and a varus deformity. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat progressive pain and walking difficulty secondary to early aseptic loosening. Upon entering the joint the surgeon identified loosening of the femoral cement at the bone to cement interface and the femoral component was revised. The tibial tray was loose at an unknown interface and revised. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient received competitor revision product utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2018. Dor: (B)(6) 2020. Left knee.